Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. The device had minor scratches on lcd window and case, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the scroll up button on the insulin pump is unresponsive. Customer's blood glucose level at the time 400mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.